Event description:
It was reported that patient¿s system was autoreducing and therapy was unable to be adjusted. Patient programmer displayed a message "generator is unable to deliver therapy." X-rays were taken and the left l1 lead is fractured. Lead diagnostics showed that left l1 lead had high impedances > 7000 ohms on contacts 14-16. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 drg leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model:mn10450-50a, UDI: (B)(4) serial: (B)(4) batch: 8562950. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.